Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had unknown mentor saline prostheses implanted and experienced a number health problems post procedure. In 2009 the patient began experiencing: chronic fatigue, memory loss, joint pain, muscle weakness, shingles, epstein¿barr virus, thyroid antibodies, antiphospholipid syndrome, borderline lupus, cold extremities, numbness, breast pain, rashes, cognitive problems, dry mouth and eyes, dry skin, headaches, swollen lymph nodes, inflammation, shortness of breath, loss of libido, difficulty swallowing, light sensitivity, cold and discolored extremities, and other unspecified health issues. No product issue, such as rupture, was reported. The devices were explanted on (B)(6) 2018. The patient's current status is unknown. See 1645337-2019-08915 for contralateral prosthesis report.